Event description:
The reporter stated that the surgeon was inserting a +24.0 diopter three piece collamer lens using an injector, and the plunger tore off the back haptic. The surgeon enlarged the insertion to remove the lens, and another 3-piece collamer was inserted, and suture used to close the wound.